Event description:
It was reported that there was noise, inappropriate therapy, high impedance of greater than 200 ohms on the high voltage lead, and a probable lead fracture. The device was explanted and the lead was capped. No further patient complications have been reported as a result of this event.